Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. The following information was provided by the initial reporter: translated to english. The customer stated: the "referral lab returned specimens to labtests stating red cell buttons event occurred. These tubes are sent in unspun by collection centers so have more than 30 min clot time."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: bd received 4 samples and 2 photos for investigation. The photos were reviewed showing gel smearing. Poor barrier separation was not observed. Additionally, the customer samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. No signs of gel smearing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Testing the returned samples did not confirm the reported defect, however the complaint is confirmed for gel smearing based on the photos provided. No definitive root cause could be established for the reported defect.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up. The following information was provided by the initial reporter: translated to english. The customer stated: the "referral lab returned specimens to labtests stating red cell buttons event occurred. These tubes are sent in unspun by collection centers so have more than 30 min clot time."